Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a ghost failure, and there was no pocket inserted into the slot. A field service engineer inserted a new pocket to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that there was a delay because the drawer was unable to dispense the medication for the patient. There were no adverse events or injuries reported based on this incident.